Manufacturer narrative:
(B)(4),

Event description:
According to the reporter, during a bypass of gastroenterostomy, the nurse connected the reload to the adapter and checked the jaws opening and closing, but could not close the jaws completely. The procedure was completed with a new device. The patient status is ¿no problem.¿